Event description:
Our rep is reporting to us that the patient underwent an acl repair 2 years ago with the use of mitek screw for fixation. The patient had a re-vision arthroscopic acl repair unrelated to the original surgery or any deficit of the original fixation device. While the surgeon was backing out the original fixation device to re-repair the acl, a portion of the distal tip of the driver broke off into the screw head. The surgeon was able to remove all and perform the re-repair without further issue or harm to the patient. Complaint device discarded at facility.

Manufacturer narrative:
Nothing is being returned; complaint device discarded at user facility. The driver has been in service for 5 years and has in that time seen considerable use. The patient is young and with hard bone quality. The fixation device had been in the bone for 2 years. This combination makes for a difficult extraction, and the driver is not designed for this type of use. We attribute the devices failure to a combination of fair wear and tear through age/usage and the extraordinary use asked of it for this issue. At this point in time, no corrective or further action is warranted. However, although it is reported that there is no patient consequence, if this was to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.